Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawer 3.2 had no pockets detected on the system bus. A field service engineer (fse) identified that the row board cable on the drawer controller board was partially disconnected. The cable was re-seated to restore proper connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed and was not detected on the bus. The drawer was not communicating, and the failed drawer caused the entire drawer cabinet to fail, resulting in a maintenance required condition. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.